Event description:
Same case as MDR ID: 2134265-2014-03599. It was reported that during an abdominal aortograms with runoff treatment procedure, the catheter stuck on the wire. The target lesion was located in the leg. The rubicon catheter 135cm was selected; however, during introduction of the catheter an amplatz super stiff¿ guide wire became stuck inside the catheter. Both devices were removed from the patient. It was noted that the guide wire and the catheter were not able to be separated. The guide wire and the catheter were exchanged and procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).